Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation.

Event description:
Customer reported a series of error codes that indicate a spi bus failure. The customer reported that the device was not in clinical use at the time the issue was discovered.